Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that stent struts on the 4th-5th row from its proximal end are raised and misaligned. This type of damage is consistent with excessive force being applied to the stent struts. An examination of the balloon found that the balloon was tightly folded and did not appear to have been subjected to any positive pressures. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified right coronary artery. A 2.75x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The patient's status was stable.